Manufacturer narrative:
The instructions for use (IFU) that accompanies the device provides guidance and recommends patterns for patient registration methods. A medtronic representative, followed up with the navigation coordinator and surgeon to discuss and complete training regarding (B)(6) registration and alternative registration methods.

Manufacturer narrative:
On 01/27/2016, software investigation completed. Findings are that the patient was not an ideal candidate for tracer and the tracer pattern is not optimal for an accurate registration. Software is functioning as designed. Use error. On 01/29/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy with their navigation system. In trouble-shooting, the surgeon tried re-registering three or four times and each time deemed the navigation system was 3-5 millimeters inaccurate in the anterior and superior direction. Tip of the nose was reported to be missing from the scans. The surgeon opted to continue the procedure with this knowledge and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.